Event description:
Consumer reported complaint for hi accompanied by symptoms. The expected fasting blood glucose test result range is 140mg/dl. The customer did report symptoms of blurry vision, frequent urination and she is feeling dizzy. Medical attention is not reported as a result of the actual blood glucose results or reported symptoms. The product is not stored according to specification in the bathroom. During the call on 01/22/2019, a blood test was not performed by the customer. The test strip lot manufacturer's expiration date is 04/27/2020 and open vial date is undisclosed. The meter memory was reviewed for previous test result history. Result 1: hi date: (B)(6) 2019, time: 4:42am, fasting; result 2:180mg/dl, date: (B)(6) 2019, time:8:16am, fasting; result 3:121mg/dl, date: (B)(6) 2019, time:3:53pm, fasting; result 4:104mg/dl, date: (B)(6) 2019, time:12:17pm, fasting; result 5:194mg/dl, date: (B)(6) 2019, time:5:38pm fasting. Customer state that her blood sugar has been going high lately.customer states that she is going to the doctor now but it's because of a previous appointment. Customer normal glucose range is 140mg/dl fasting and she test twice a day. Customer does not have any more strips left.

Manufacturer narrative:
(Manufacturer narrative = t, corrected data = t) internal report #: (B)(4), product not yet returned for evaluation. Most likely underlying root cause: mlc-20-user's test strip had poor storage (bathroom). Test strip UDI#: (B)(4). Note: manufacturer contacted customer on 1/28/2019 in a follow-up call in order to ensure the customer's condition since the initial call; customer condition improved. No symptoms or medical attention reported since the original call. Manufacturer contacted customer on several follow-up calls to ensure that the replacement products resolved the initial concern; customer stated that they didn't pick up the replacement product yet from the post office. No symptoms or medical attention reported since the last call. Correction: mlurc corrected after record review on 3/11/2019 and changed to mlc-20-user's test strip had poor storage (bathroom).

Manufacturer narrative:
Internal report # (B)(4). Product not yet returned for evaluation. Most likely underlying root cause: mlc-18- user has high glucose value. Test strip UDI# (B)(4). Manufacturer contacted customer on (B)(6) 2019 in a follow-up call in order to ensure the customer's condition since the initial call; customer condition improved. No symptoms or medical attention reported since the original call. Manufacturer contacted customer on several follow-up calls to ensure that the replacement products resolved the initial concern; customer stated that they didn't pick up the replacement product yet from the post office. No symptoms or medical attention reported since the last call.

Event description:
Consumer reported complaint for hi accompanied by symptoms. The expected fasting blood glucose test result range is 140mg/dl. The customer did report symptoms of blurry vision, frequent urination and she is feeling dizzy. Medical attention is not reported as a result of the actual blood glucose results or reported symptoms. The product is not stored according to specification in the bathroom. During the call on (B)(6) 2019, a blood test was not performed by the customer. The test strip lot manufacturer's expiration date is 04/27/2020 and open vial date is undisclosed. The meter memory was reviewed for previous test result history. (B)(6). Customer state that her blood sugar has been going high lately. Customer states that she is going to the doctor now but it's because of a previous appointment. Customer normal glucose range is 140mg/dl fasting and she test twice a day. Customer does not have any more strips left.